Manufacturer narrative:
The manufacturer previously reported a third party repaired a device for a "service required" alarm condition. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. The device had evidence of physical damage.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition related to the oxygen blending module board. The device was evaluated by a third party service center. The error log was made available to the manufacturer to be reviewed. The error log contained an e 344 error. The error log indicates that the code was generated due to a fault with the oxygen blender module's o2 sensor. The o2 sensor is used to monitor the oxygen level inside the oxygen blending module. This type of failure would not affect the ability of the device to provide therapy to published specifications.

Event description:
The manufacturer received information alleging a "service required" alarm condition related to the device's oxygen blending module board occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.